Manufacturer narrative:
Results: the 3maxc was fractured 76.0 cm from the hub with material yielding visible on either side of the fracture. Conclusions: evaluation of the returned 3maxc revealed a fracture on its mid-shaft. This damage was likely a result of forcefully retracting the catheter against resistance. This is further supported by the yielding visible on either side of the fracture indicating a pulling force applied to the catheter. The neuron max mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the follow-up #01 MFR report and is being included on this follow-up #02 MFR report: 3005168196-2017-02059. Date received by manufacturer.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the hospital staff found that the 3maxc was fractured upon removal from the neuron max 6f 088 long sheath (neuron max) after being used for the second pass. Therefore, the 3maxc was not reused, and the procedure was continued using a new 3maxc and the same neuron max. There was no report of an adverse effect to the patient.